Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was unavailable. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was unavailable. This pacemaker remains in-service at this time. No adverse patient effects were reported. Subsequently, disk data was provided for analysis. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.